Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Reportedly, the customer was overfilling their cartridge and not preforming the air removal step during the loading sequence. Customer was educated that this is off label use. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 200 mg/dl.